Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating left fallopian tube/ essure device perforating left fallopian tube'), device dislocation ('migration'), pelvic inflammatory disease ('pid') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, pain menstrual, multigravida, parity 1, eating disorder, clot blood, psychiatric disorder nos, back pain, cesarean section, hypertension, depression and obesity. Concomitant products included alprazolam, cyclobenzaprine, ibuprofen and zolpidem. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, menorrhagia, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: essure coils were able to be visualized with the rounded end visible on both sides. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating left fallopian tube/ essure device perforating left fallopian tube'), device dislocation ('migration'), pelvic inflammatory disease ('pid') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, pain menstrual, multigravida, parity 1, eating disorder, thrombosis nos, psychiatric disorder nos, back pain, cesarean section, hypertension, depression and obesity. Concomitant products included alprazolam, cyclobenzaprine, ibuprofen and zolpidem. In (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, menorrhagia, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: essure coils were able to be visualized with the rounded end visible on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.